Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was defective. The reporter was not able to provide further information regarding the issue. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar forceps instrument was analyzed and found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively, as it was not following the mtm input commands smoothly. The instrument tip did not move intuitively at the grip orientation. The instrument exhibited imprecise motion. Additional observation(s) related to the customer reported complaint: the instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The instrument was also found to have damage to the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The instrument was found to have scratch marks/abrasions on the edge on the bipolar yaw pulley. The scratch marks/abrasions were found to be aligned with the conductor wire insulation damaged. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.011¿ -0.232¿ in length and were not aligned with the tube axis. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist.